Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ stopcock leaked from the proximal end during use. The following information was provided by the initial reporter: "while injecting the die through the 3 way extension 10 cm in radiology department there is sudden leakage from 3 way at its proximal end with brakeage at luer plug and sudden discharge of medication along with patient blood happened."

Event description:
It was reported that the bd connecta¿ stopcock leaked from the proximal end during use. The following information was provided by the initial reporter: "while injecting the die through the 3 way extension 10 cm in radiology department there is sudden leckage from 3 way at its proximal end with brackage at leur plug and sudden discharge of medication along with patient blood happened."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the one photo submitted for evaluation. The reported issue of leakage at adapter tubing junction was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.